Manufacturer narrative:
The pump was received with a detached end cap, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a cracked reservoir tube, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer reported the bottom of the pump had separated from the device. Customer was advised that the pump will be replaced and return.